Manufacturer narrative:
The defective syringe was discarded and the lot number unknown. The nurse was not infected with hepatitis-c, and the customer has recognized that incorrect/inappropriate usage was the cause to this event. Radiometer hereby considers this case closed.

Event description:
According to the complaint, blood did not come into the safepico syringe and the blood sampling was stopped. The doctor broke the safeguard and decomposed it and the needle was taken out and left unsupervised. A nurse got in contact with the needle and got stuck. The blood was infected with (B)(6). The nurse got tested for infection with (B)(6) and the result showed that the nurse was not infected.